Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). Our fse (field service engineer) was on site and investigated the reported issue. The fse found the inspiratory pipe, o2 sensor, tubing and connector muff contaminated with blood. The respective parts were replaced and any remaining blood was cleaned out. Unit passed all functional and safety tests per factory specifications and then was returned to clinical use. The received technical log shows no technical errors, the event log has frequent clinical alarms indicating difficulties with ventilating the patient, but alarms were generated accordingly to design. The specific circumstances which caused the blood to contaminate the inspiratory pipe section has not been confirmed by the hospital. There was no technical malfunction of the device.

Event description:
The customer reported that the blood got into the inspiratory pipe section during patient treatment and the ventilator was requested to be checked out by the sales and service unit. There was no patient harm. (B)(4).